Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a total hip replacement the scrub nurse complained that the sizes on the trident window trials are difficult to read.

Event description:
During a total hip replacement the scrub nurse complained that the sizes on the trident window trials are difficult to read.

Event description:
During a total hip replacement, the scrub nurse complained that the sizes on the trident window trials are difficult to read.

Manufacturer narrative:
Medical records were not sent for evaluation. Review could not be performed as a lot ID was not provided. Review could not be performed as a lot ID was not provided. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics.

Manufacturer narrative:
An event regarding faded and worn trident window trials was reported. The event was confirmed. Visual inspection confirmed the reported trial wear. Consultation with the material analysis team indicated it was apparent that aggressive cleaner were improperly used on the trials, leading to coating wear. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there has been one other event for the reported lot ID. The result of the investigation performed indicates that the devices were cleaned and/or sterilized in a caustic environment. As a result colored anodized coating is washed out from the trident acetabular window trial. Inspection indicates the devices were manufactured properly and the flaking coating can be attributed to misuse.